Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's ipg was flipping in the pocket site and causing pain at the ipg site. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg pocket was relocated and the ipg was explanted and replaced. Therapy was restored and the pain at ipg site has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.